Event description:
After about a week of using the bedwetting alarm, the device has malfunctioned. When my son was asleep, it burnt him and scarred his skin. We are very disappointed that this happened and we did nothing wrong. It was a battery operated device which should not have done what it did. My son did not wet the bed that night, but the alarm somehow just triggered off and overheated. The back plastic that houses the alarm has bent outward from heat. Batteries also leaked out. FDA safety report ID# (B)(4).